Event description:
On 12/10/2018: updated event description: it was reported that on (B)(6) 2018, during an unknown surgery a trochanteric femoral nail advanced fenestrated screw seemed misaligned and was difficult to insert on a screw inserter. During extraction, the screw came off the handle and the threads of the screw was stripped and debris was left in the patient. The surgeon left the metal threads in the patient. It was unknown if was surgical delay. Procedure and patient outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary complaint summary: it was reported that on october 17, 2018, during an unknown surgery a trochanteric femoral nail advanced fenestrated screw seemed misaligned and was difficult to insert on an unknown insertion handle. During extraction, the screw came off the handle and the threads of the screw was stripped, and debris was left in the patient. The surgeon left the metal threads in the patient. It was unknown if was surgical delay. Procedure and patient outcome is unknown. Flow: device interaction/functional. Visual inspection: the helical blade/ screw coupling screw (part # 03.037.026, lot # 9461704, mfg # 22-apr-2015) was received at us cq with no visual defects and minimal signs of wear. Functional test: the coupling screw was inserted into the screw inserter and was able to be threaded into the inserter and reverse threaded out of the inserter without any issues or resistance. A functional test between the coupling screw and the tfna fenestrated screw was not able to be performed since the tfna fenestrated screw was not returned. The complaint is not able to be replicated therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the diameter of the threaded portion measured the diameter as 8.811mm (om147) that falls within the specifications of 8.794 mm 8.974 mm per se_428219 rev. G and metric thread tolerance specified per iso standards. The outer diameter of the distal tip of the coupling screw measured 4.58 mm (ca215p) and the inner diameter measured 3.36 mm (ca215p) which is within specification of 4.6 mm ± 0.05 and 3.4 mm ± 0.05 respectively. Document/specification review: the following drawing(s) was reviewed; connecting screw for blade/screw tfna: se_428219 rev g and rev h. Conclusion: the complaint condition is confirmed as the device (part # 03.037.026, lot # 9461704) was received with minimal signs of wear. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot; part: 03.037.026; lot: 9461704; manufacturing site: bettlach; release to warehouse date: 22.apr.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2018, a trochanteric femoral nail advanced (tfna) fenestrated screw seemed misaligned and was difficult to insert on an unknown insertion handle. During extraction, the screw came off the handle and the threads of the screw were stripped; debris was left in the patient. The surgeon left the metal threads in the patient. Procedure outcome and patient status are unknown. This report is for a coupling screw. This is report 3 of 4 for (B)(4).